Event description:
During osteo medular procedure, at sampling removal the needle broke inside the bone. 4 cm of the needle stayed in patient iliac bone. Surgeons left the patient as if but she/he developped fever and a scanner was done to locate the piece in order to extract it.

Manufacturer narrative:
A complaint sample was not provided for evaluation. Consequently, the quality of the biopsy needle could not be evaluated in regards to the reported failure mode. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. A device history review, raw material history files and the sterilization batch records for the listed manufacturing lot showed no issues related to this report. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness of this complaint and minimize and impact from the manufacturing process.